Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has not charged their ipg as recommended. The ipg is not communicating with external devices. Surgical intervention may be pending to address this issue.

Event description:
Follow up identified that the ipg was explanted and replaced, restoring therapy.